Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6) 2024, it was reported that patient faced infusion set reservoir occlusion which caused hyperglycemia. Blood glucose levels were 13.2 mmol/l at the time of event. No further information available.